Event description:
The customer reported that the system speaker is missing. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
The following functional tests and communications were performed: a philips remote service engineer (rse) spoke to the customer and confirmed that ¿speaker is missing". The rse determined that the new speaker part ((B)(4)) was offered to the customer. The philips remote service engineer (rse) provided the customer a replacement speaker part information to resolve the issue.